Event description:
It was reported the customer received a blank display. Customer stated had fallen, possibly damaging their insulin pump and exposing it to moisture from the rain. Troubleshooting was unable to recover the customer's display by inserting a new battery. Customer's blood glucose was unknown. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
No blank display was noted. All operating currents were within specification. The off no power alarm functioned properly and the insulin pump passed the self test. No damage was noted to the isolation tape. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, scratched reservoir tube window and a stained end cap sticker.